Event description:
It has been reported that the system did not boot up. The system was in clinical use at the time of the event. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure got delayed and it is completed using another system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Review of the system log file showed that the host pc could not connect to flex pc which resulted in the system not being able to complete the startup sequence. Fse reports that flexvision pc has been replaced 2 times in the last couple of months for grabber card error and the drive bad board was red. The fse replaced the flexvision pc and its drive. After replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome.